Event description:
The c2602 cusa excel 36khz straight handpiece was not working properly during surgery on a patient. The problem was discovered at the beginning of the case. The handpiece would not function at all and the surgeon stated it did not remove the tissue. He said it did appear to be over torqued. There was no patient injury, but the incident led to at least a half hour wasted in trying to get the unit to function after the patient was draped. A loaner was provided by the ils rep the next day.

Manufacturer narrative:
Integra completed its internal investigation 02/07/2017. The investigation included: method: -DHR review. - review of complaint management database for similar complaints. -visual evaluation. DHR review: the DHR review has been deemed satisfactory. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa excel handpiece being released. No recorded anomalies were identified that could be associated to the complaint incident. Trend analysis: a minimum of 12 months review of cusa excel handpieces part number c2602 was completed using the following key words ¿over-torqued by the user¿ in the search criteria. During the time period ¿dec-15 to jan-17¿, the global product usage for cusa excel handpieces was calculated as 113,568 usages. The quantity of 71 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as 0.063% of procedures. Failure analysis: reported failure was confirmed; during investigation it was observed that the handpiece was over-torqued; housing was damaged. This fault / damage is consistent with none or incorrect utilization of the 'torque base'. As part of the repair, the following parts were replaced: handpiece housing and o-rings. Handpiece was calibrated and functionally tested prior to being returned to customer. Conclusion: root cause determined; cause of the handpiece failure was due to handpiece being over-torqued. This fault / damage is consistent with none or incorrect utilization of the 'torque base'. CAPA has been instigated to investigate and correct failures encountered with customer complaints associated with over-torqueing. It has also been communicated to customer the importance of using the proper technique when attaching and detaching tips to the cusa excel handpiece.